Event description:
Revision surgery - due to the patient having groin pain, the surgeon went in to see if the cup was loose. The cup was a biomet product and it was not loose. The screws were causing the patient pain in their bone so the surgeon had to take them out. Our 400-03-361 part had to come out in order to access the cup.

Manufacturer narrative:
The reason for this revision surgery was the patient was having groin pain. The in-vivo length of patient service for the implant was 10.3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing of this part. All critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The product complaint report history was reviewed and no trends or on-going issues were deemed as present or in need of review. The root cause for this event was the patient had hip pain and this revision was required. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.